Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia repair procedure, the shaft near the distal mechanical end split/shifted, causing the instrument tip to bend and became stuck in the trocar (cannula). A small piece broke off inside the patient; however, it was retrieved using a specimen bag. The surgical team undocked the instrument from the robot arm, removed the trocar from the arm, and carefully extracted both the instrument and trocar together through the port site. There was no patient injury, tissue damage, or port site injury reported. The procedure continued with a replacement cannula and instrument. The instrument remains jammed inside the original trocar and cannot be extracted. Technical support engineering (tse) provided suggestions for removing the jammed instrument, including pinching the bent portion with additional tooling to compress it enough to pull it through the cannula, manually rotating the discs at the instrument carriage to adjust the tip orientation. The procedure was completes as planned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found that the instrument was found to have a completely fractured main tube at the distal end. The distal tip had fully detached from the main tube and was not returned. Several pieces of the broken main tube were also missing; however, the size and quantity of the missing pieces could not be confirmed. Inspection of the internal components revealed that the internal cables within the main tube were completely broken. Damage was also observed on components adjacent to the fractured main tube, which may be indicative of mishandling. Additionally, the main tube was detached from the main chassis at the housing interface. Additional observations related to the customer-reported complaint included a dislodged proximal clevis at the main tube interface, which was not returned. The distal tip was also missing. Loss of proper engagement between the proximal clevis and the main tube was noted and may be associated with structural compromise of the main tube. The grip and pitch cables were completely broken from the main tube. The instrument was also found to have a broken distal pitch cable and a broken distal grip cable within the main tube. Both cable fractures were consistent with the complete detachment of the distal tip from the main tube. Further inspection revealed a dislodged flush tube guide, which exposed internal components within the housing. The observed backend damage was consistent with force transmission through the cable system following the main tube fracture and cable separation at the distal end. One backend pulley shaft was found dislodged from its normal position and attached to a magnet inside the housing. The second pulley shaft was missing and was not returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Image review: a review of the provided image (see attachment) was performed by an intuitive surgical, inc. (Isi) cde. The following additional information was provided: the attached images show a damaged instrument after it has been removed from the patient. The distal wrist of the instrument appears dislodged from its intended position on the main tube. There is also a small component inside a clear plastic bag in the third image. This type of damage would contribute to removing the instrument from a cannula.